Event description:
It was reported the subject device had a streaky image and some of the light fibers are dead. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracks on side of video connector and scratches on distal edge a definitive root cause could not be identified based on the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a streaky image and some of the light fibers are dead. The issue occurred during an unspecified procedure. There were no reports of patient harm.